Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 420 mg/dl. Customer¿s current blood glucose was 519 mg/dl. The customer did not experienced any symptoms due to high blood glucose level. The customer was treated with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was not applicable during the time of event. Customer stated they had reservoir leak and leak was on the past 2 o ring. Customer stated reservoir leak occurred during normal use. The insulin pump will not be returned for analysis.